Event description:
Per medwatch report# (B)(4), "our hospital was expecting a shipment of masimo acoustic sensors two months ago. When that shipment didn't arrive, an inquiry was made to masimo who informed our supply chain staff that the production of that unit had moved to a new location and there was a slight delay, we should expect the shipment shortly. After waiting a month with no parts and our supply almost out, we reached out again with no success. We then looked at replacement options that do not exist and went so far as to looking at using expired sensors to use while waiting for masimo to provide a solution. The sensors are used to monitor patients breathing after they come out of general anesthesia, and the lack of the sensors prevents us from monitoring this. We are using a different sensor provided from masimo which does not stick as well as our usual unit and requires staff to secure the sensor to the patient using tegaderm. The supplied amount while we wait is also insufficient, providing us about 5 days of operation. As of the day of this report, no information has been provided for the continued delay of the sensors."

Manufacturer narrative:
Other text: per 21 cfr part 803, the reported issue by the user facility does not meet the requirements for medical device reporting. The narrative provided by the user facility is not related to an adverse event. Rather, it is a description of an interaction the customer experienced associated with a reported shipment delay of the requested sensors. D1. Brand name exceeded allowable field length, brand name is as follows: masimo set rainbow ras-125c adult/pediatric acoustic respiration cloth sensor h3 other text : reported issue is not product performance related.